Event description:
It was reported that "IV nitroglycerine running on a single pump was placed on a double pump. IV was running at 2 cc/hr and was soon found to be running freely. Regular IV tubing was utilized from the nitroglycerine bag. When checked by the nurse at the time, the tubing was found to be properly placed in the pump, the clip was firmly in place and when he opened the door the safety clip was engaged and the pump read '2cc/hr'. Biomed tested the pump and was unsuccessful to duplicate the occurrence." It was further reported that add'l medication had to be administered for low blood pressure, but specific info was not reported. The pt. Returned to pre-incident status. (2/3/98).